Manufacturer narrative:
B5- describe event or problem - updated. B7- other relevant history - updated.

Event description:
Option study. It was reported that a thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27 mm watchman flx laa closure device was implanted with a complete laa seal and deployed device diameter of 22 mm. The patient was started on aspirin post index procedure. The date of discharge is currently unknown. There was no evidence of thrombus present in the left atrium post index procedure. One hundred and five (105) days post index procedure, tee imaging during the three month follow up visit revealed two highly mobile thrombotic burdens measuring 15 mm x 12 mm. One thrombus was on the top surface of the closure device measuring 1.1 cm and the other was on the side of the closure device measuring 1.5 cm. The thrombus was pedunculated, highly mobile, and the maximum area of the device related thrombus was 2 cm2. Warfarin and aspirin were discontinued, and the patient was initiated on clopidogrel and apixaban. It was further reported that the patient was discharged home one day post procedure on warfarin. One hundred eighty (180) days post procedure, tee was performed, which revealed no thrombus, thus the event was considered resolved. Plavix (clopidogrel) and aspirin (asa) was recommended for 4 months and a repeat tee was recommended in 2 months.

Event description:
Option study. It was reported that a thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27 mm watchman flx laa closure device was implanted with a complete laa seal and deployed device diameter of 22 mm. The patient was started on aspirin post index procedure. The date of discharge is currently unknown. There was no evidence of thrombus present in the left atrium post index procedure. One hundred and five (105) days post index procedure, tee imaging during the three month follow up visit revealed two highly mobile thrombotic burdens measuring 15 mm x 12 mm. One thrombus was on the top surface of the closure device measuring 1.1 cm and the other was on the side of the closure device measuring 1.5 cm. The thrombus was pedunculated, highly mobile, and the maximum area of the device related thrombus was 2 cm2. Warfarin and aspirin were discontinued, and the patient was initiated on clopidogrel and apixaban.